Event description:
On (B)(6) 2014, the patient had an uneventful miradry treatment. On (B)(6) 2014, she was seen in the physician's office with complaints of swelling and pain in both axillae. There were multiple nodules in the right axilla and one large nodule in the left axilla. The nodules were drained and the physician prescribed an anti-inflammatory, an analgesic, and an antibiotic. On (B)(6) 2014, the patient returned to the office with nodules still present. An anti-inflammatory was injected into the axillae. On (B)(6) 2014, she was seen in the office and was improving.

Manufacturer narrative:
Review of lot history records for the involved devices confirmed manufacturing steps and processes (including sterilization processing) were met and followed. Product passed all required tests and inspections prior to shipment.